Event description:
Double lumen hickman catheter was inserted on 2-27-98 and began leaking at white channel immediately after insertion. It was patched, but began leaking again & had to be removed. Pt developed sepsis.